Event description:
Customer reported a current low blood glucose level with the lowest reported at 39 mg/dl, obtained from both a cgm and a bg meter. There was no adverse impact to the customer¿s blood glucose level beyond this report. The customer consumed carbohydrates to treat the low level and did not require third-party assistance beyond normal procedures. A pump system check was conducted with no issues identified, and cts recommended the customer consult a healthcare provider to discuss potential factors affecting glucose levels. Caller acknowledged and understood the advice given.